Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was hit by lightening and melted. It was exchanged with a new transmitter.

Manufacturer narrative:
Analysis was normal. No anomalies were found.